Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device inappropriately displayed a "short detected" message and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs showed no evidence of a defibrillation pad short. Review of the reported shutdown event in the log suggests the battery connection was either intermittent or the battery was removed. The returned battery was replaced as a precaution. Full functional testing confirmed normal operation, and additional stress, environmental, and internal inspections revealed no issues. There was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.